Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to severe degenerative osteoarthritis, varus deformity, severe medial compartment wear, and posterior tibial slope with large osteophytes. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a stage 1 revision with a temporary knee spacer and antibiotic loaded cement to the right knee, due to infection, loosening, pain, swelling. The surgeon indicated the tibial component was loose at the tibial tray to cement interface. He noted a well-fixed femoral component which was removed without difficulty. The patella was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2012. Dor: (B)(6) 2018 (rt knee).